Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18070. It was reported that one of the patient's s2 (sacral) leads had migrated after the patient experienced a fall and the patient felt uncomfortable therapy. The issue was confirmed via x-rays. Lead diagnostics indicated that the patient had high impedances on the migrated lead. In turn, surgical intervention may be pending to address the issue. It is unknown which lead migrated; therefore, both leads are being reported.

Event description:
Related manufacturer reference numbers: 1627487-2021-18390, 1627487-2021-18389. Additional information received indicated surgical intervention took place on (B)(6) 2021, wherein 3 leads were revised to address the issue. The right s2 (sacral) lead that migrated was explanted and replaced. During procedure, physician discovered the left s2 (sacral) lead also migrated and hence the left s2 lead was repositioned back to the original location. Additionally, the right l1 lead was explanted and replaced due to pain and shocking sensations. Note: it is unknown which l1 lead was explanted, therefore both l1 leads are being reported.

Manufacturer narrative:
Correction to d10 - concomitant medical products and therapy dates should have been drg ipg, (B)(6), 2021 instead of drg lead, (B)(6), 2021. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.